Manufacturer narrative:
Philips service replaced the os disk and restored the ghost backup, returning the system to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that frequent system crashes occurred during operation due to suspected os disk failure on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.